Manufacturer narrative:
Zoll has not yet received the thermogard console in complaint for investigation. A supplemental report will be filed if, and when the product is returned and investigation has been completed.

Event description:
During device check, the thermogard xp ivtm system (sn: (B)(4)) failed the power-on self-test (post) and displayed a tcmid:06 (ce post failure) error message. No patient involvement.

Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn: (B)(6) displayed a tcmid:06 (ce post failure) error message during power-on self-test (post)" was confirmed during functional testing but was not confirmed during the review of the event logs. The root cause of the reported issue was the defective cooling engine (ce) as a result of normal wear and tear. The thermogard console is a reusable device and was manufactured in september 2011, and it is over 9 years old, well beyond its expected service life of 5 years. During visual inspection of the returned thermogard console, it was observed that the assembly top lid was loose, the top cover deck was cracked, the coldwell gasket and drip tray were degraded and turned yellow, the coldwell cap was missing, and the module power input 10a was broken. The observed issues were unrelated to the reported complaint. The root cause of the observed physical damages attributed to user mishandling, as no documented report was found showing that regular preventative maintenance (pm) was performed for the thermogard console. All the missing and damaged parts will be replaced to address the issues. The event logs were reviewed, and no error messages were noted on/around the reported event date. The system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message; thus, confirming the reported complaint. Investigation revealed that cooling engine (ce) was defective, and it will be replaced to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard console with serial number (B)(6).